Manufacturer narrative:
Reported in error.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the surgery the instruments were damaged. During the broaching phase, the femoral side of the distal part of the instrument was broken. The threaded cup impactor was damaged.